Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy kit was used during a replacement procedure performed on in (B)(6) 2011 (the exact day is unknown). According to the complainant, on (B)(6), 2012 during a routine replacement when the placed device was pulled up for removal the internal bolster detached and fell inside the patient's stomach. The bolster was retrieved endoscopically. A new securi-t percutaneous replacement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however it was reported as in early (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 4cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. A large remnant of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy kit was used during a replacement procedure performed on in (B)(6) 2011 (the exact day is unknown). According to the complainant, on (B)(6), 2012 during a routine replacement when the placed device was pulled up for removal the internal bolster detached and fell inside the patient's stomach. The bolster was retrieved endoscopically. A new securi-t percutaneous replacement gastrostomy kit was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.